Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See also MFR report number 3004209178-2010-81250.

Event description:
The customer stated that he was hospitalized for low blood glucose levels. During the hospitalization, the nurses saw a needle sticking out of the customer's skin. The nurses did not know what it was, and it was removed, then discarded it. The needle was the sensor. Sending a replacement due to the nurses error. Nothing further was reported.